Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient received a peri-procedural loading dose of prasugrel 60mg. Prasugrel 10mg dosing and aspirin 325mg dosing were also given post procedure. At the time of the adverse event, the patient¿s pain was associated with cramping of the upper and lower extremities and shoulder pains. The pain increased with arm movement. Further patient history identified that the patient works as a nursing assistant who believes she may have pulled a muscle while moving some patients around. The pain has increased with movement within the past three days. An adenosine cardiolite stress test showed abnormal study findings consistent with the findings of the prior injury involving the anterior wall of the left ventricle with a minimal amount of redistribution. A myocardial infarction was ruled out. Coronary angiography revealed a previously placed study stent in the first diagonal branch that was patent. However, there was a 70% diameter stenosis at the bifurcation of the mid lad, just proximal to the patent stent in the first diagonal branch. Percutaneous coronary intervention was performed and a 2.25 mm x 12 mm taxus stent was deployed at the ostium of the first diagonal branch. Post procedure angiography revealed 0% residual stenosis and timi 3 flow. In the opinion of the investigator, the cardiac chest pain was moderate in intensity, not related to the study drug, unlikely related to the study device, and not related to the study procedure.

Event description:
(B) (4). It was reported that following a coronary artery stenting procedure, the patient experienced chest pain. The index procedure was performed, due to acute coronary syndrome and stable angina and the patient underwent the index procedure with the deployment of a drug eluting stent of unknown size in the first diagonal branch. The patient was discharged the next day. At 83 days after the index procedure, the patient was admitted and diagnosed with cardiac chest pain of three days duration. Admission cardiac enzymes were reported as negative, however, a nuclear scan was positive for ischemia. Coronary angiography revealed a previously placed patent stent with a lesion proximal to this patent stent. A percutaneous coronary intervention was performed and a stent was deployed to this proximal lesion. The cardiac chest pain resolved, and the patient was discharged in the opinion of the investigator, the cardiac chest pain was moderate in intensity, unlikely related to the study drug, and not related to the study procedure.